Manufacturer narrative:
Amadeus ventilator, serial # 2246 was reported to have failed on 1/27/1998. This ventilator was returned to the MFR for eval on 5/14/2001, over three years after the initial report of the incident. The manufacturers eval of #2246 determined that the likely cause of the failure was an electrical failure of the voltage supervisor board. This failure appeared to have been due to a cold solder joint of an electrical component on the voltage supervisor board. The supplier investigated the soldering process and improved the process in order to avoid future problems. Review of the product history records of all 2,950 amadeus model ventilators distributed worldwide failed to find any similar occurences. The failure of amadeus #2246 was an isolated incident and no further action is required at this time. The amadeus ventilator was distributed in the USA from 4/1989 until 12/2000.

Event description:
It was reported that a pt died while being ventilated with a amadeus ventilator. The ventilator was reported to be properly connected and operating properly prior to the pt event.